Manufacturer narrative:
Updated fields: b4, e3, g1, g3, g6, h2, h6 (problem code, type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit, inspected the button and noted the spring was not forcing button back out after being depressed. Adjusted the springs position and tested button to ensure proper action. The button is responding well and the venting process for blood pressure signal is working without issue.

Event description:
N/a.

Event description:
It was reported that during setup for remote monitoring of bp signals, the cs300¿s ¿vent¿ button intermittently failed to function prior to patient use. The end user was able to vent the bp line and obtain remote readings before the patient was placed on the iabp. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.